Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in spain underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified amount of time, the patient experienced stoma site pain, ooze and fever and the primary care physician diagnosed a stoma site infection. The infection was treated with oral antibiotics amoxicillin / clavulanic and topical mupirocin. The stoma had not improved.